Event description:
It was reported that the spike of a y-type blood/solution set with standard blood filter broke during insertion into a transfusion bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.